Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was blank and there was evidence of moisture behind the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 7/20/2017. Device evaluation: the device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: during investigation, it was observed that there was visible moisture on the display. During testing, the pump powered on to a blank display. A leak test was performed and failed due to a display lens leak. An attempt to download the pump history and black box was unsuccessful during this investigation due to the moisture corrosion. The pump was opened and there was evidence of internal moisture corrosion found on the display connector, the printed circuit board and the motor assembly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.